Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in the patient's activity or device that led to stimulation not covering the back or hips. The programs changed without outside interference. The patient contacted a manufacturer representative (rep), then contacted the manufacturer to request another rep met with her and the physician. The patient was informed that the physician would need to schedule the rep's visit so the patient then contacted the physician's office. However, the patient's device was not reprogrammed because the patient had to wait for the rep to arrive, the rep spent a lot of time fiddling with her units, and the patient's scheduled ride arrived so she had to leave without the unit being properly programmed. The patient called the physician's office to reschedule and as of (B)(6) 2016, the patient was waiting to hear back from a rep or anyone as to their availability.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation was not covering all the pain since the week prior to the report, (B)(6) 2016, it was considered to be sudden. The stimulation was covering the right thigh only and not the back or hips. They had appointment set for (B)(6) 2016 and wanted to have a manufacturer representative (rep) there for reprogramming. It was stated that they were in three programs at the time of the report, covering the right thing and not the back or the hips like it was. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.